Manufacturer narrative:
--

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions. Longevity calculations show that the device declared ert within what is considered normal battery depletion given the fact that the ventricle amplitude increased to 5v just prior to ert being set. It could not be determined why the auto capture feature placed the ventricle output at 5v near ert. Lead safety switch causing a switch in lead polarity did not occur, there were no resets, and recorded thresholds were less than 2.5v. It was determined that there could be a legitimate reason for the device to go into retry and place the voltage at 5v. However, the device could have erroneously gone into retry and place the voltage at 5v too. The memory of the device is not robust enough to save that information in all cases.

Event description:
Boston scientific crm received information that five months after a device interrogation where the battery status showed approximately one and a half years remaining, the elective replacement time (ert) message displayed. The sales representative (sr) stated that the patient had 27 mode switches, so ventricular pacing may have increased slightly. The sr also stated that prior to the mode switches, the patient was almost paced 100 percent in the ventricle and that turning the ventricular rate regulator feature on was the only programming change made to the device. It was also noted that all right ventricular lead measurements were stable, auto capture was turned on and the patient was minimally paced in the atrium. There is concern over premature battery depletion for this device. The device will be explanted and returned for analysis. No adverse patient effects were reported.

Event description:
--